Manufacturer narrative:
Additional information in h6. H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient (hp) experienced air in the lines of an amia cassette without an alarm. Further described as the patient saw, ¿tiny air bubbles in the solution bags and drain line, no evidence of leak was found." This occurred during dwell three of peritoneal dialysis therapy. The hp was connected at the time of the event. There was nothing unusual found during troubleshooting that would cause, or contribute to the event. The hp ended the therapy session, and initiated another drain to continue to empty. Renal therapy services (rts) advised the patient to contact their nurse, or doctor regarding the issue. Continuous ambulatory peritoneal dialysis was discussed. Proper procedures per the user manual were reviewed with the patient. There was no patient injury, or medical intervention associated with this event. No additional information is available.